Event description:
It was reported that a spectrum iq infusion pump had an issue of inadequate audio volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'had an issue: inadequate audio volume - setting change does not increase volume/loudness' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker was detached from the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.